Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
The international customer reported the device alarmed due to a data acquisition pcb adc reference failure, stopped operating and the display turned totally dark. There was no patient harm.

Manufacturer narrative:
The customer advised that the patient information is not available.